Manufacturer narrative:
(B)(4).

Event description:
Received info that an intervention surgery was performed because the impedances on electrode 0,1, 2, and 3 were greater than 40000 ohms. It was revealed that the extension in socket 1 was disconnected. After three reinsertion attempts, the impedances were <3000 ohms. A strong resistance was felt by the physician while inserting the extension. Pt outcome was reported as no injury and the pt is okay.